Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that dropped to less than 29 mg/dl. For treatment, the patient was given glucose tablets. The patient was discharged after 2 hours. The pod was worn between 4 and 24 hours on the leg.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.